Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "around the week of 23-27 may". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received indicating high adc sensor scan results compared to readings obtained on a different adc device. The customer experienced ¿tingling¿ in the legs, sweating, and loss of consciousness and was unable to self-treat, requiring treatment of sugar diluted in water provided by a caregiver. There was no report of death or permanent injury associated with this event. A sensor scan result of 150 mg/dl was compared to an adc meter reading of 400 mg/dl and the results, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported medical event.